Manufacturer narrative:
Concomitant products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for failed back surgery syndrome and non-malignant pain. It was reported the patient was getting intermittent ¿no pump found¿ when attempting to bolus. It was noted per the healthcare provider (hcp), the pump was tilted, and was told by the company representative (rep) that may affect communication. The patient tried resetting the handset which helped for a bit but was again getting no pump found. The patient called back stating he was repeatedly getting no pump found when attempting to bolus and requested a replacement communicator. The patient was redirected to the hcp. Repair was notified. Patient symptoms were not reported.